Event description:
On (B)(6) 2012, patient reported the up button on the infusion device has stopped working. Patient stated, she noticed the issue when she was attempting to bolus. Patient reported the issue has been ongoing for about 2 weeks. Patient switched to her backup infusion device. Patient stated the button does pop back up when pressed. Patient reported the failure is constant with the button. Patient stated she was not aware of the button recall. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.